Event description:
Using medtronic minimed paradigm insulin pump, multiple occlusion alarms due to insulin not being able to go through tubing or infusion set properly. Pump stops delivering insulin. Have had multiple ongoing problems with this infusion set for over 1 yr, continue to have the tubing occlude and stop giving insulin. Support line for company not very helpful and efforts to discuss and receive help from the company have been difficult. Dates of use: (B)(6) 2010. Diagnosis or reason for use: insulin dependent diabetes. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? Yes.